Event description:
Concomitant device: viper2 final tightener handle, 286745500.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination at the macroscopic level of the final tightener shaft revealed the fracture was located at the driver¿s distal tip. The broken tip section was not returned with the instrument. Although no definitive conclusions can be made, scanning electron microscopy analysis found the existence of evident plastic deformation at the hex lobes indicating a torsional overload, suggesting the driver underwent a static failure due to shear torsional overloading while tightening. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports the tips of two viper 2 final tightener shafts broke off from the instruments when force was applied during screw final tightening. No additional information is available at this time. See mfg medwatch report no. 1526439-2013-12809 for the other final tightener shaft that was involved in this event.